Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, activation failure and premature activation were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the severely stenosed anatomy resulted preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the device as the handle was taken apart in order to attempt to deploy the stent resulted in the noted device damages (inner member kink, bent hypotube, separated stabilizer, separated stent sheath) further contributing to the reported difficulties. As reported, removal of the compromised device ultimately resulted in the reported stent premature activation/deployment. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left superficial femoral artery (sfa) with no tortuosity but severe stenosis. The 8x60 mm absolute pro self expanding stent system (sess) failed to deploy the stent and the handle was taken apart in order to attempt to deploy the stent however, there was difficulty as the valve was stuck on the outer lining of the stent delivery catheter. The system with the stent was able to be removed from the anatomy and then the stent prematurely deployed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.